Manufacturer narrative:
Correction explant date: d6b.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection noted tool marks on the case and header. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction explant date:

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This s-ICD was explanted and returned for analysis. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This s-ICD remains in service. No adverse patient effects were reported.